Event description:
It was reported that the customer received an altitude alarm that could not be cleared temporarily. The customer did not know if blood glucose level was impacted as customer did not perform a test to check levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.